Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a cgm offline alert prompting a fingerstick entry while using a dexcom g7 near end of sensor life, then applied a new sensor and, with assistance, completed pairing and entered the warm-up phase; the user had hyperglycemia attributed to a bent infusion set cannula unrelated to the cgm alert, and the signal loss resolved once the new sensor established connection. Symptoms included hyperglycemia without reported injury. Outcomes included no hospitalization and no long-term effects. Investigation included remote troubleshooting and user education to restore cgm connectivity and confirm continued glucose management with the ilet. Investigation of this case revealed cgm signal loss with no ilet malfunction identified, and a concurrent infusion set issue that explained the elevated glucose separate from the cgm event. It was concluded, based on previously established findings for similar reports, that user-related conditions and external factors were the most likely contributors, with no evidence of device failure.